Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The information received suggests that the smartsite snapped in two when disconnecting from the set. No additional information available. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.